Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
This follow-up report is being submitted to provide updated information identified during the ongoing investigation. At the time of the initial MDR submission, it was not known that the device involved was a ventilator intended for use in hyperbaric oxygen therapy (hbo) within a hyperbaric chamber. Subsequent review has determined that the device was in fact a specialized ventilator used during hbo treatment. This ventilator is not approved for marketing in the united states and does not have a 510(k) clearance on file with the FDA. The use of this device in a hyperbaric setting was not initially disclosed or identified, and this information only became available after further inquiry and communication with the reporting site.